Event description:
It was reported that the patient presented to the hospital with pre-syncope or loss of consciousness. While interrogating the device during the incline check, ventricular pacing threshold was acceptable and outputs were greater than twice the safety margin. After the check and while the programmer head was in place, loss of ventricular capture was seen. There was no oversensing as there were still markers on the screen. When repeated, thresholds were acceptable in numerous positions. The device was explanted and replaced and the right ventricular lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity.